Manufacturer narrative:
Other, other text: h3: one level 1 hotline low flow system was received with a noisy pump, the enclosure was cracked at the drain fitting causing a leak, both covers were cracked, the heater did not pass electrical testing and the line cord was worn. The water tank was filled, a temperature check was attached, the line cord was plugged in and the device was turned on. The reported issue was able to be confirmed. The enclosure was cracked by the drain fitting and will be replaced to resolve the leaking issue.

Event description:
It was reported that a smiths medical fluid warmer leaks water. No adverse patient effects were reported.